Manufacturer narrative:
The patient has had the implant since 2019 and was receiving effective therapy prior to the reported event. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient had an emergency surgery due to a burst fracture of the spine. The surgeon removed the leads to repair the fracture with rods and screws but left the ipg inside the patient. There have been no reports of further complications regarding this event.